Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument would turn after grasping a needle. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, and no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and held the needle properly and adequately. No motion related issues were detected during the failure analysis. Failure analysis could not verify the customer reported event. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.